Event description:
Report 1 of 2. The customer contact reported "burned plugs." At an unspecified time, two devices were plugged into the same of the ac power outlet in the pt's room. No specific programming parameters were provided. At approx 1230, the pts heard a "popping noise," and called the nurse to the room. The nurse noted that there was "smoke" coming from the ac power outlet where ac power cords were plugged in. At the same time, the hosp's fire alarm system was activated. The devices were unplugged from the ac power outlet. The pts were removed from the room. There were no reported adverse effects to the pts and no reported delay of therapy critical to these pts. No medical interventions were required. The devices were removed from clinical service. During a visual inspection at the user facility, it was noted that the male end of the ac power cord was burned and melted; however, the pins were intact. The customer contact indicated that the wall ac power outlet was also melted. Though requested, the customer declined to provide additional info.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. If the device is rec'd, a follow-up report will be submitted. Report 2 of 2 for this event was reported under MFR report # 2921482-2010-00911. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).